Event description:
It was reported that the device had motor stall error code. Customer has requested investigation of this device. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had motor stall error code. Customer has requested investigation of this device. There was no patient involvement.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device had a motor stall error code was confirmed during the review of the logs and replicated during laboratory testing. Results from the laboratory testing confirmed a malfunctioning ail assembly circuit board caused the motor stall error code 242.4030. The op1 sensor diode on the ail assembly circuit board was determined as the source for the error event. Any other module attached to the system can be programmed for an infusion. The suspect pump module (s/n: (B)(6)) logs were retrieved from the systems to ascertain event details associated with the reported event. The event date as 04feb2025; time was not reported. A review of the suspect pcu event log showed that error code 242.4030 first occurred on 30jan2025 at 4:08 am through 03feb2025. During this time the error code appeared (9) nine times. Error code 242.4030 was recorded multiple times: twice on january 30, 2025, six times on february 1, 2025, and three times on february 3, 2025.no active infusion was programmed on the day of the reported event. As soon as the pump module is turned on, the error code 242.4030 appears, the system stops working, the error code alarm turns on. This event is repeated every time the pump module is turned on and after 1-2 minutes the device turns off. The bezel assembly was observed with a manufacturing date of december 2023. The inspection process was performed on the suspect pump module and found the manufacturer seal intact. Per the alaris system user manual (v12.1.2): if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)). Please replace the ail assembly. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported motor stall error code was confirmed to be due to the op1 sensor diode broken located on the ail assembly circuit board.